Event description:
Patient received an appropriate shock during vt @ 270 bpm. Post shock sinus rhythm was 60 bpm. Patient received a second appropriate shock during vf while being transported in a wheelchair to the emergency room. The arrhythmia was converted to a slower rhythm. Patient received an inappropriate treatment while at the hospital. Vt that self-converted contributed to the false detection. The response buttons were not pressed during the event. The patient was unconscious during the event. The patient is currently intubated and in the intensive care unit. The patient will not be using the lifevest at this time.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. Evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Awaiting evaluation of returned equipment.